Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with implant of perfix plug and synthetic mesh. Per op notes, ¿a large indirect left inguinal hernia sac was identified with incarcerated colon was identified and reduced. The adhesions were taken down. The sac was dissected and excised. A perfix plug with onlay mesh was placed and tacked. A synthetic mesh was placed as an overlay using prolene sutured.¿ (B)(6) 2018 - patient was diagnosed with abscess at left inguinal region thereby underwent open repair with drainage of abscess. Per op notes, ¿purulent fluid of abscess cavity was identified and evacuated from wound. Wound vac was placed.¿ (B)(6) 2018 - patient was diagnosed with infected mesh and recurrent left inguinal hernia thereby underwent open repair with excision of perfix plug and synthetic mesh. Per op notes, ¿the scar tissue was excised. The infected mesh was identified to be with purulent fluid was drained. The prior mesh was not well incorporated. The prior mesh was excised entirely. The hernia defect was repaired with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.